Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the 90% stenosed, moderately tortuous, heavily calcified mid-left anterior descending coronary artery. A 2.5x15mm traveler balloon dilatation catheter (bdc) was advanced to the target lesion and resistance was experienced with the anatomy. During the first attempt at inflation, the balloon ruptured at 4 atmospheres. The bdc was removed and resistance was again experienced with the anatomy. A new non-abbott bdc was used to complete the procedure, resulting in 0% stenosis. There was no reported clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.